Event description:
Doctor reported events of hematoma and venous thromboembolism from journal article, "predicting risk for serious complications with bariatric surgery", annals of surgery, vol 254, number 4, october 2011. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 8 cases of "venous thromboembolism" and the unk number of cases of "hematoma" listed in table 2 of the article.

Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Hematoma and thrombus are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of hematoma and venous thromboembolism as follows: "adverse events: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound."